Manufacturer narrative:
The following devices were also listed in this report: accolade stem; cat# unknown; lot# unknown. Cup; cat# unknown; lot# unknown. Head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rel reported a revision of a left total hip due to infection of patient. Surgeon stated the infection potentially came from a cardiac procedure of patient 3-4 weeks prior after patient noticed a bump over incision. Surgeon removed all devices and implanted an antibiotic spacer.